Event description:
Customer reports a pt expired while being monitored on the solar 8000. A second pt was subsequently monitored by the same solar 8000 the same day and also expired. The customer had repeatedly paused and silenced the alarms on the monitor during the time of the events.